Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Examination of the returned device cannot confirm the complaint. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the spd notified me of cracking shims following the case. The shims were not used not totally broken. They just start cracking around the metal rings. They did not get used at all during the case were just in the set.